Event description:
A pt using a precision xtra blood glucose monitor was taken to the emergency unit in a coma. A reading of 4.2mmol/l was obtained on the hospital xtra meter compared to a reading of 1.1mmol/l taken on a lab analyzer. When plotting the readings on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. The precision xtra meter did not cause the patient's condition that resulted being hospitalized.